Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated the buttons on their keypad was unresponsive. Customer's blood glucose was 420 mg/dl. Customer was unable to treat for their blood glucose because the keypad was unresponsive. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and broken battery tube threads.